Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high glucose levels of 900 mg/dl and vomiting, which led to seeking medical attention at the hospital on (B)(6) 2025. The pod was removed upon arrival at the hospital. The patient was hospitalized for three days and discharged on (B)(6) 2025. She experienced symptoms of vomiting throughout the day and was diagnosed with diabetic ketoacidosis (dka). Treatment included intravenous (IV) fluids, insulin shots, and heart tests. The patient stated that her continuous glucose monitor (cgm) did not provide specific readings, only indicating high blood glucose levels. She did not receive any recent messages or alarms on her omnipod 5 app. The patient confirmed familiarity with the pink slide on the top of the pod and stated that it moved forward. There was no redness, swelling, or insulin leakage at the pod site. The pod was removed by paramedics, and the patient did not see the cannula.